Event description:
The patient contacted animas on (B)(6), 2010, alleging that her blood glucose level had gone down to "250 mg/dl" and then back up to "409 mg/dl". She also reported that her blood glucose level had gone up to "397 mg/dl" after changing her site at dinner time on (B)(6), 2010. The patient also claimed that she had moderate ketones and was tired. Upon investigation, the pump tubing appears to have a long stretch of air in it. Also, one small bubble was observed in the cartridge, the patient was ordered by a health care professional (hcp) to take an injection of lantus insulin. The patient also contacted animas on (B)(6), 2010, requesting for further training before resuming pump usage. A kinked cannula was also reported. During the call with the animas cde, the patient's blood glucose level was reportedly at "317 mg/dl."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. Through troubleshooting on (B)(6), 2010, the animas cde verified that the patient's site was dry and did not smell like insulin. The luer connection was dry. Also, the cartridge volume had gone down since filling. The animas cde had her disconnect and check the cartridge. The cartridge had 1 small bubble. The tubing looked like it had a long stretch of air in it. She had just taken an injection based on hcp orders. The skin site was removed and it was not bent. The vial of insulin was reportedly new when she filled on (B)(6), 2010. The patient was not getting any alarms. The animas cde noted that high bg may be related to air in the tubing. On (B)(6), 2010, the patient requested for further training from an educator before resuming the pump.